Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer stated that the insulin pump did not pass the self-test. The device will not be returned for analysis.